Event description:
Procedure: laparoscopic total gastrectomy. According to the reporter: the orvil connected to the device laparoscopically. The surgeon fired the device and turned the knob. When he retrieved the device from the pt, he felt slight difficulty. However, it could be retrieved, then the device detached from anastomosis with tissue. The procedure converted to open surgery.

Manufacturer narrative:
(B)(4).